Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed several of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection noted silver migration shorting across several electrical components. This device had moisture that exceeded the residual gas analysis test limit. The source of the problem was a feed thru hermeticity issue from one feed thru vendor. A CAPA was implemented. Feed thru assemblies from this vendor are no longer used. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing intermittent sound. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. Revision surgery is scheduled.